Manufacturer narrative:
Stryker evaluated the device and the reported issue was able to be verified and able to be duplicated. It was determined the cause of the issue was the backlight pcb. The backlight pcb was replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device had no display but leds illuminated. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There was no report of patient use associated with the reported event.